Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: int j surg case rep. 2025 sep; 134:111723. Doi: 10.1016/j.ijscr.2025.111723. Epub 2025 jul 23. Pmid: 40749280; pmcid: pmc12335947. Https://doi.org/10.1016/j.ijscr.2025.111723.

Event description:
Perforated gastric ulcer triggering acute cholecystitis: case report of an uncommon and deceptive presentation. This case report describes the case of a 29-year-old male who experienced multiple emergency department (ed) visits for postprandial epigastric pain and ultrasound findings of gallbladder edema without gallstones. Initially misdiagnosed with gastroenteritis, gerd, and cannabis-induced hyperemesis syndrome, he eventually was found to have a perforated gastric ulcer with associated acute cholecystitis. The perforation was repaired using a modified graham patch with interrupted 2-0 vicryl sutures. A 19f blake drain was placed near the repair site. Pathology confirmed acute cholecystitis without gallstones and a gallbladder wall thickness up to 9 mm. The mean duration follow-up was not reported. Reported complication: 2-0 vicryl sutures (ethicon): blake drain (ethicon): 29-year-old male returned with epigastric pain and vomiting week later, a CT abdomen and pelvis with oral contrast ruled out obstruction or postoperative collection. Symptoms were worsened by lying down, suggesting bile or acid reflux. A trial of sucralfate provided symptom relief, and he was discharged with outpatient gastroenterology follow-up. In conclusion, this case highlights the diagnostic difficulties posed by atypical presentations of perforated peptic ulcer disease. Persistent ruq and epigastric pain with normal initial imaging should prompt consideration of alternative diagnoses.